Event description:
It was reported that the patient presented for routine in-clinic follow-up. Interrogation of the pulse generator revealed that the device was in backup operation. It was suspected that backup resulted from normal battery depletion as the generator had triggered the elective replacement indicator (eri). The patient was not pacing dependent, and no interventions were reported. The patient was stable.